Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Diagnostic and functional testing was performed at the philips authorized repair facility. Results of functional testing indicated the speaker produced audible sound and no inop message was noted. Based on the information available and the testing conducted, the cause of the reported problem was unable to be confirmed as the reported issue was not replicated. Although the speaker was confirmed to be functioning per specification during testing, the speaker has been replaced per the current repair process. The device will be returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there is a speaker failure inop. The device was reported to be in use on a patient. No adverse event to the patient or user was reported. The biomed stated he did not know if the device produced audible sound.